Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2010 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information was received on 23-may-2014 which qualifies this case as an incident. Study description: study (B)(4), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The patient's medical history included 3 children, 3 cesarean sections, curettage and menstrual pain. Her last menstrual period before essure placement was on (B)(6) 2009. On (B)(6) 2009 essure (fallopian tube occlusion insert) was inserted under general anesthesia. Uterine distension was performed. Ostium from both sides was visualized and was easy to introduce the catheter into the tubes. Bilateral placement achieved. On both sides, 3 coils of inserts were visible in the uterine cavity. The procedure took 17 minutes. A polyp ablation was performed at the same time of insertion. After procedure, patient used condom as back contraception. On (B)(6) 2009, radiography was done and inserts were symmetric. Ultrasound was also performed and inserts were seen from the cavity to the horn. No hsg (hysterosalpingogram) was performed. Investigator concluded on good insert position and considered the final result of the procedure as a success. In (B)(6) 2010, at phone contact, patient complained of digestive bloating after cycle. She was contacted again on (B)(6) 2011 and complained of intestinal swelling, diarrhea/constipation before and after menstrual periods. Investigator stated these events were not favorable to essure. On (B)(6) 2014, at new phone contact, patient stated she requested bilateral salpingectomy, which was performed in 2012. Ptc investigation result was received on 08-apr-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by (B)(4) and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on 29-jun-2015 for the following (B)(4) preferred term: abdominal distension. The analysis in the global safety database revealed (B)(4) cases. (B)(4) is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this medically confirmed, study case report refers to a (B)(4) female patient who was involved in an observational company-sponsored study. She experienced digestive bloating/intestinal swelling after essure (fallopian tube occlusion insert) placement and requested a bilateral salpingectomy; which was performed 3 years after devices insertion. The reported event is listed according to essure's reference safety information and was considered serious due to medical importance. After essure insertion, abdominal gas and bloating may occur. Therefore, causality between the reported event and the suspect insert cannot be excluded in this case. Since an intervention was performed this case was considered an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs